Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to no voltage. A review of the share logs was performed and transmitter failure was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failure. The reported event of a unknown transmitter alert is reportable based on the finding of a transmitter failure alert. No injury or medical intervention was reported.